Event description:
It was reported that on (B)(6) 2023 the bmw guide wire was used during a right coronary cauterization procedure. The guide wire was removed from the patient. On (B)(6) 2024, 3 months post procedure, a chest CT was performed for the pre-existing lung disease and the tip of the gw was noted to have been separated and remained in the right main pulmonary artery and distal branch. It was suspect that the guide wire tip endothelialized to the vessel wall. There was adverse patient sequela and no further treatment reported. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The device history record (DHR) and exception review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record and similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effect appears to be related to operational circumstances. Factors that may contribute to a material separation during use include, but are not limited to, interaction with the patient¿s anatomy, interaction with accessory devices, excessive force, or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the guide wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided.